Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.0x20mm synergy drug-eluting stent was selected for use. However, when the device was removed from the box, it was noted that the stent was damaged. The procedure was completed with another of the same device. The device was never introduced into the patient's body. No patient complications were reported.